Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the paramedics were called and the customer was taken to the hospital due to low blood glucose. It was stated that the customer woke up with 49mg/dl, ate peanut butter, and then it went up to 98mg/dl. The customer went without the insulin pump on and was off the device for seven hours. The caller stated that the customer was told she did not eat enough food for the amount of insulin she delivered. The caller stated that the customer got no delivery alarms. Advised the caller that the insulin pump would be replaced. No further information was provided.